Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses as intended, and that the pump delivered a bolus without user input. Pump data review by tandem technical support showed the pump was functioning as intended as the pump screen was successfully unlocked via user interaction, and the amount of insulin requested was manually entered; however, customer maintained that the pump was not functioning properly. There was no reported impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support.